Event description:
Same case as MFR #6000089-2004-01124. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid right coronary artery (rca) with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 32 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilatation. Following deployment, there was diminished antegrade flow initially at timi grade I and quickly improving to grade ii. This was treated with nitroglycerin and nipride. Target lesion 2 (20 mm long) was identified in the prox rca with 75% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.5 x 24 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilatation. Again, there was slow flow which slowly improved to timi grade iii, and it appeared that the distal lesion had been "somewhat ruffed up" by corssing with the wire. Therefore, a zeta stent was placed in the distal portion of the lesion site. Residual stenosis was 0%. Post-procedure, the pt's cardiac enzymes met guideline criteria for myocardial infarction. The pt was discharged in 2004. Relationship to taxus stent: probable.